Event description:
Pt here for aortic valve replacement. A plastic valve sizer disintegrated during the procedure and it is believed a portion or portions remain inside the pt following closure of the surgical site.